Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization in 1990, sore throat, acute pharyngitis, abdominal pain, stroke, multiple sclerosis, cancer, cervical cancer, anemia and dysuria. Concurrent conditions included knee operation since (B)(6) 2018, burning micturition, hematuria, urinary tract infection, suprapubic pain, pyelonephritis, mood swings, blurry vision, vomiting, fever, seizure, vision abnormal, gait disturbance, paresthesia hand, arthralgia, memory impairment, irritability, headache, alopecia, eyebrow swelling, syncope, drowsiness, weight gain, hot flashes, dysfunctional uterine bleeding, vaginal discharge, vaginitis, back pain, capillary nail refill test abnormal, cognitive disorder, depression, nystagmus, shoulder pain, neck pain, arthropathy, difficulty sleeping, vaginal disorder nos, post-traumatic stress disorder, menses irregular, lower abdominal pain, nausea, binocular eye movement disorder, cystitis, rib pain, foot pain, pain ankle, tachycardia and right lower quadrant pain. Concomitant products included ciprofloxacin (cipro), cyclobenzaprine, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), dichloralphenazone;isometheptene;paracetamol (midrin), dimethyl fumarate (tecfidera), fingolimod hydrochloride (gilenya), glatiramer acetate, glatiramer acetate (copaxone), lacosamide, lacosamide (vimpat), medroxyprogesterone acetate (depo-provera), meloxicam, methylprednisolone (medrol dosepak) since (B)(6) 2015, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), morphine, mupirocin, naproxen, nortriptyline, nortriptyline hydrochloride (nortriptyline hcl), ocrelizumab, ondansetron hydrochloride (zofran), paracetamol (tylenol), prednisone, selenium, sumatriptan (imitrex), sumatriptan succinate, teriflunomide (aubagio), topiramate (topamax), valproate semisodium (depakote ER), valproate semisodium (depakote), valproate semisodium (divalproex) and zinc. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), rash ("rashes"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vertigo ("vertigo") and fatigue ("fatigue"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia, rash, infection, urinary tract disorder, migraine, vertigo and fatigue outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, infection, migraine, pelvic pain, rash, urinary tract disorder and vertigo to be related to essure. The reporter commented: essure in 2005 (as per mr discrepancy noted ), date(s) of insertion: (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: result-negative. Magnetic resonance imaging - on (B)(6) 2018: impression; 1. Negative for lumbar disc extrusion or advanced degenerative disc disease. 2. No significant lumbar central spinal canal or neural foraminal stenosis. 3 negative for lumbar vertebral compression fracture or spondylousthesis. 4. Probable small uterine fibroid and right ovarian cyst as discussed.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: bleeding, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization in 1990, sore throat, acute pharyngitis, abdominal pain, stroke, multiple sclerosis, cancer, cervical cancer, anemia and dysuria. Concurrent conditions included knee operation since (B)(6) 2018, burning micturition, hematuria, urinary tract infection, suprapubic pain, pyelonephritis, mood swings, blurry vision, vomiting, fever, seizure, vision abnormal, gait disturbance, paresthesia hand, arthralgia, memory impairment, irritability, headache, alopecia, eyebrow swelling, syncope, drowsiness, weight gain, hot flashes, dysfunctional uterine bleeding, vaginal discharge, vaginitis, back pain, capillary nail refill test abnormal, cognitive disorder, depression, nystagmus, shoulder pain, neck pain, arthropathy, difficulty sleeping, vaginal disorder nos, post-traumatic stress disorder, menses irregular, lower abdominal pain, nausea, binocular eye movement disorder, cystitis, rib pain, foot pain, pain ankle, tachycardia and right lower quadrant pain. Concomitant products included ciprofloxacin (cipro), cyclobenzaprine, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), dichloralphenazone;isometheptene;paracetamol (midrin), dimethyl fumarate (tecfidera), fingolimod hydrochloride (gilenya), glatiramer acetate, glatiramer acetate (copaxone), lacosamide, lacosamide (vimpat), medroxyprogesterone acetate (depo-provera), meloxicam, methylprednisolone (medrol dosepak) since (B)(6) 2015, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), morphine, mupirocin, naproxen, nortriptyline, nortriptyline hydrochloride (nortriptyline hcl), ocrelizumab, ondansetron hydrochloride (zofran), paracetamol (tylenol), prednisone, selenium, sumatriptan (imitrex), sumatriptan succinate, teriflunomide (aubagio), topiramate (topamax), valproate semisodium (depakote ER), valproate semisodium (depakote), valproate semisodium (divalproex) and zinc. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), rash ("rashes"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vertigo ("vertigo") and fatigue ("fatigue"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia, rash, infection, urinary tract disorder, migraine, vertigo and fatigue outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, infection, migraine, pelvic pain, rash, urinary tract disorder and vertigo to be related to essure. The reporter commented: essure in 2005 (as per mr discrepancy noted ), date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: result-negative. Magnetic resonance imaging - on (B)(6) 2018: impression; negative for lumbar disc extrusion or advanced degenerative disc disease. No significant lumbar central spinal canal or neural foraminal stenosis. Negative for lumbar vertebral compression fracture or spondylousthesis. Probable small uterine fibroid and right ovarian cyst as discussed.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: bleeding, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: ppf received: case become incident, device removed, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.